Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level above 600 (mg/dl). Reportedly, the customer believes the pump is not properly delivering insulin. Correction boluses were delivered prior to going to the hospital. While hospitalized, the customer was treated with intravenous insulin and manual injections. The customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.